Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer removed and replaced the battery and received a reset error alarm. The customer did not recall the blood glucose reading. The customer reported that the insulin pump was stored or out of use for an extended period of time and was advised that the insulin pump experienced and unexpected restart. The customer declined to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.